Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of hernia which warranted surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused or contributed to the event. There is insufficient evidence to exclude or disassociate the liberty select cycler from having a possible causal or contributory role in the creation or exacerbation of the hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation.

Event description:
A peritoneal dialysis (pd) patient caregiver reported the patient is recovering from a hernia and experiencing discomfort while draining. The patient encountered a soft alarm - patient line is blocked alarm during drain 1 of 5 of pd treatment. The patient changed position but the message reoccurred. The patient's fill volume has been reduced while recovering from the hernia to allow the patient's abdomen time to heal. Additional information was requested, however it was not available.